Manufacturer narrative:
The product associated with this report will not be returned as the device was not explanted. Therefore, no analysis or testing will be done. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper I. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing". "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."

Event description:
Event reported as disconnected tubing with surgery to repair tubing. Device remains implanted.